Manufacturer narrative:
(B)(4). Evaluation summary: an extra, unreported sample was received along with the sample for (B)(4). A visual inspection found that this extra sample had been opened for two months and its iodine sponge was dry. The iodine content of the sample was evaluated and found to meet specification. The dry sponge condition was verified for the open sample. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Upon evaluation of a returned sample, it was noted that the sponge of the minicap was dry. There was no patient involvement. No additional information is available. This is report 5 of 17.

Manufacturer narrative:
Complaint no: (B)(4). The patient's address is "(B)(6)". The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.